Event description:
Sorin group (B)(4) received a report that the e/p pack of the s5 malfunctioned and the battery would not charge. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the modification to stockert s5 system. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for eval. The issue was confirmed and the cause of the problem was found to be a broken guide bar for the ups module. The root cause was most likely due to a contact problem with the guide bar at the connector. The guide bar was replaced and all subsequent testing found the unit to be working properly. No further action is deemed necessary.